Event description:
Caller reported a tandem mobi cartridge alarm and there was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed the cartridge alarm 34 and determined that the pump had not been exposed to any external magnets and the issue did not occur during the load process. Although the caller had not previously reported cartridge alarms with the same serial number, alarms occurred with consecutive cartridges. Consequently, technical support decided to replace the pump, sending a replacement and instructing the caller on storage mode and the return process for the defective pump. The customer planned to use multiple daily injections for backup insulin delivery.